Event description:
It has been reported to philips that the system ¿blocks¿ during use. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnosis procedure was performed by the customer and the system automatically continued the procedure upon the next activation of the footswitch, completed the task as intended. The field service engineer (fse) visited the system onsite and confirmed that the system blocks during use. Upon troubleshooting, the fse found that the cooling unit module was damaged, resulting in minor oil leaks. To resolve the issue, the fse replaced the cooling unit with relative top-up and performed functional tests, after which the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system automatically continued working upon the next footswitch press and the procedure was completed with minimal or no delay. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.